Event description:
It was reported that the patient had (B)(6) endocarditis and pocket infection. The patient underwent a system modification; removal of the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.